Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and topical skin adhesive was used. Patient had skin allergy after use. Patient seen by a dermatologist and received an unknown drug as treatment. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Additional information: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences - yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Skin allergies seriously, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, if yes, describe - skin allergies seriously, is the patient part of a clinical study - unknown, additional information has been requested, and received. What is the procedure name? Unknown. What is the procedure date (dd/mm/yyyy)? 2022, but month and day are unknown. What date did the reaction occur on (dd/mm/yyyy)? 2022, but month and day are unknown. What does the reaction look like and how large of an area does the reaction cover? Image. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Drug given for this procedure: keflex acetaminophen epsilon. And then patient see a dermatologist and receive the drug as treatment. We don't know what drug treatment patient received for blister. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes, patient had skin allergies after surgery (post-op reaction: blister) in 2020. Please clarify, what was the medication given by the dermatologist? Unknown. Was the medication provided by the dermatologist prescription strength? Or was the medication purchased out of the counter (otc)? Unknown. Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. 1st new pcf / bq: please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. In response, prineo/dermabond or skin adhesive was used on patient in a previous surgery/wound closure in 2020 and resulted in reaction in 2020. What type of adhesive was used? Was that reported to ethicon? Reference#? Evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. The visual analysis revealed that two sealed boxes with six devices each and one open box with two devices were returned. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened to review the applicator and no anomalies or defects were observed. The samples were observed according to manufacturing specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.